Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The drive gas check valve and flow control valve were replaced to resolve the reported issue. No report of patient involvement. Unique identifier:(B)(4).

Event description:
The hospital reported a malfunction causing over delivery of pressure in the patient circuit. There was no report of patient involvement.